Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and received differences in values of sensor glucose vs blood glucose readings. The customer reported blood glucose value of 400 mg/dl, and the hyperglycemic event was treated with hospitalization and overnight stay. The event involved product(s) mmt-7040a, mmt-7841zn, mmt-1884, mmt-7715, mmt-332a, unomedical troubleshooting was performed for hyperglycemia it was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed for sensor vs blood glucose values difference between sensor glucose and blood glucose values was 220 mg/dl and it is beyond 30% limit. A suspend on low alarm was triggered and the value of blood glucose was at 400. Sensor settings for lower limit were at 60 or 70. Troubleshooting was performed for low battery life on transmitter and understood that transmitter has issues for not charging properly. Troubleshooting was performed for transmitter charging and identified that green led light is flashing. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-7841zn. No product return is required for mmt-7715, unomedical.